Manufacturer narrative:
Investigation is still ongoing. Valve remains implanted in patient.

Event description:
It was reported that approximately 1 year and 22 days post implantation of a 29mm sapien 3 valve in the aortic position. The patient developed paravalvular leak (pvl) due to a hostile anatomy. The physician implanted a plug to fix the leak. The exact event date is unknown.

Manufacturer narrative:
Update to h6, type of investigation and investigation findings. The device was not returned to edwards lifesciences for evaluation therefore no visual inspection, functional testing and dimensional testing was not applicable. No imagery was returned for review. Device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. The following instructions for use (IFU) were reviewed: commander delivery system with s3/s3u. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for paravalvular leak was unable to be confirmed. A lot history review was not required. As reported, 'approximately 1 year and 22 days post implantation of a 29mm sapien 3 valve in the aortic position'. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. The device was not returned for evaluation as it remains implanted in the patient. No further information was provided despite multiple attempts to obtain additional information. In this case, a definitive root cause was unable to be determined at this time based on the limited available information provided. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.